Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician utilized a competitor guidewire to place the left ventricular (lv) lead. Upon guidewire retraction, the guidewire became lodged about 20-30 cm from the distal end of the lead, at the location of the tricuspid valve. Steady traction was applied which resulted in the guidewire breaking off, leaving about 3-5 cm left in the lead. Further testing of the lead identified no issues, so the physician opted to keep the lead in place, and it remains in use. No patient complications have been reported as a result of this event.